Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. The customer stated that they were eating dinner when the pump started to keep on beeping and the screen was just flashing with the medtronic logo. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the customer alleged the insulin pump is beeping and has medtronic logo flashing on the display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Device powered up after battery installation and displayed a flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to flashing display anomaly. Device was cut open to perform visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor during visual inspection. A test pcba 1 was swapped out and the flashing logo persist. Flashing medtronic logo after power on, fault isolated to pcba 2. A test p-cap does lock into place inside the reservoir compartment properly. Flashing medtronic logo is displayed with audio (beeping) alarm is confirmed. The flashing medtronic logo at power up is isolated to pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.